Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("sharp stabbing abdominal pain") and pelvic adhesions ("adhesions") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic adhesions (seriousness criterion medically significant), abnormal weight gain ("extreme weight gain") and autoimmune disorder ("autoimmune responses"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and excision of adhesions on (B)(6) 2015). Essure was withdrawn. At the time of the report, the abdominal pain, pelvic adhesions, abnormal weight gain and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, pelvic adhesions, abnormal weight gain and autoimmune disorder to be related to essure. Company causality comment: this non-medically confirmed spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing abdominal pain and adhesions (seen as pelvic adhesions). Approximately 3.5 years after essure implantation, consumer underwent a hysterectomy, bilateral salpingectomy and excision of adhesions. Outcome was not provided. These events are serious due to their medical significance. Only abdominal pain is anticipated in reference safety information for essure. Other non-serious events were reported. Limited information was provided in this case. The exact location of the adhesions was not specified, however, considering the type of surgery performed, it was seen as pelvic adhesions. Most common causes of pelvic adhesions are endometriosis, previous pelvic surgery, and pelvic infections. No perforation was reported. The exact temporal relationship between this event and essure insertion is unclear. Consumer´s medical history and concurrent conditions were not provided. Given the limited information, causality between essure and adhesions cannot be assessed. The abdominal pain in this case could be related to the pelvic adhesions, however given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing abdominal pain and adhesions (seen as pelvic adhesions). Approximately 3.5 years after essure implantation, consumer underwent a hysterectomy, bilateral salpingectomy and excision of adhesions. Outcome was not provided. These events are serious due to their medical significance. Only abdominal pain is anticipated in reference safety information for essure. Other non-serious events were reported. Limited information was provided in this case. The exact location of the adhesions was not specified, however considering the type of surgery performed, it was seen as pelvic adhesions. Most common causes of pelvic adhesions are endometriosis, previous pelvic surgery, and pelvic infections. No perforation was reported. The exact temporal relationship between this event and essure insertion is unclear. Consumer´s medical history and concurrent conditions were not provided. Given the limited information, causality between essure and adhesions cannot be assessed. The abdominal pain in this case could be related to the pelvic adhesions, however given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical complaint analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: curved in tube"), abdominal pain ("sharp stabbing abdominal pain"), pelvic adhesions ("adhesions"), autoimmune disorder ("autoimmune responses") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure (batch no. 825629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malposition of essure device location of device: curved in tube" (seriousness criteria medically significant and intervention required). Concomitant products included bupropion since 2012, sumatriptan since 2012 and venlafaxine since 2012. On an unknown date, the patient started topamax at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), abnormal weight gain ("extreme weight gain/ weight gain"), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy with essure removal and excision of adhesions on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain, pelvic adhesions, abnormal weight gain, autoimmune disorder, genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic adhesions and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New events added: malposition of essure device location of device: curved in tube (symptom: pelvic pain was added), abnormal bleeding (general), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue. Patient's concomitant medications and essure lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: curved in tube/malposition of essure device: location: curved in tube"), abdominal pain ("sharp stabbing abdominal pain"), pelvic adhesions ("adhesions"), autoimmune disorder ("autoimmune responses") and genital haemorrhage ("abnormal bleeding (general)/abnormal bleeding") in a 24-year-old female patient who had essure (batch no. 825629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malposition of essure device location of device: curved in tube" (seriousness criteria medically significant and intervention required). The patient's past medical history included genital bleeding (not recovered prior to essure), cramp in lower abdomen (not recovered prior to essure), anxiety and post-traumatic stress disorder. Concurrent conditions included depression, menorrhagia, migraine, menses irregular, insomnia and sebaceous cyst. Concomitant products included alprazolam (xanax) since 2012, axotal (fioricet), bupropion since 2012, sumatriptan since 2012 and venlafaxine since 2012. On an unknown date, the patient started topamax at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal discharge ("vaginal discharge/vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced abnormal weight gain ("extreme weight gain/ weight gain/weight gain/loss/specify: gain") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping), dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with bupropion (wellbutrin), sertraline, ibuprofen, surgery (partial hysterectomy, bilateral salpingectomy with essure removal), surgery (partial hysterectomy, bilateral salpingectomy with essure removal), surgery (hysterectomy (partial), bilateral salpingectomy and excision of adhesions on (B)(6) 2015), surgery (excision of adhesions on (B)(6) 2015), alternative therapy (diet and exercise), surgery (ablation) and alternative therapy (hot pad). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain, pelvic adhesions, abnormal weight gain, autoimmune disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue had resolved. The reporter considered abdominal pain, abnormal weight gain, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic adhesions, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion concerning the injuries in the case, the following ones were described in patient's medical records: fatigue, weight gain, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events per pfs: vaginal bleeding and menorrhagia were added as events. Outcome of the events were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: curved in tube/malposition of essure device: location: curved in tube"), genital haemorrhage ("abnormal bleeding (general)/abnormal bleeding"), abdominal pain ("sharp stabbing abdominal pain"), pelvic adhesions ("adhesions") and autoimmune disorder ("autoimmune responses") in a 24-year-old female patient who had essure (batch no. 825629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malposition of essure device location of device: curved in tube" (seriousness criteria medically significant and intervention required) on (B)(6) 2012. The patient's past medical history included genital bleeding (not recovered prior to essure), cramp in lower abdomen (not recovered prior to essure), anxiety and post-traumatic stress disorder. Concurrent conditions included depression, menorrhagia, migraine, menses irregular, insomnia and sebaceous cyst. Concomitant products included alprazolam (xanax) since 2012, axotal (fioricet), bupropion since 2012, sumatriptan since 2012 and venlafaxine since 2012. On an unknown date, the patient started topamax at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted in 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge/vaginal discharge"). In (B)(6) 2012, the patient experienced abnormal weight gain ("extreme weight gain/ weight gain/weight gain/loss/specify: gain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping), dysmenorrhea (cramping)"). The patient was treated with bupropion (wellbutrin), sertraline, ibuprofen, surgery (partial hysterectomy, bilateral salpingectomy with essure removal), surgery (partial hysterectomy, bilateral salpingectomy with essure removal), surgery (ablation), surgery (hysterectomy (partial), bilateral salpingectomy and excision of adhesions on (B)(6) 2015), surgery (excision of adhesions on (B)(6) 2015), alternative therapy (diet and exercise) and alternative therapy (hot pad). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain, pelvic adhesions, autoimmune disorder, menorrhagia, vaginal haemorrhage and abnormal weight gain outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue had resolved. The reporter considered abdominal pain, abnormal weight gain, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic adhesions, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion concerning the injuries in the case, the following ones were described in patient's medical records: fatigue, weight gain, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: curved in tube/malposition of essure device: location: curved in tube"), genital haemorrhage ("abnormal bleeding (general)/abnormal bleeding"), abdominal pain ("sharp stabbing abdominal pain"), pelvic adhesions ("adhesions") and autoimmune disorder ("autoimmune responses") in a 24-year-old female patient who had essure (batch no. 825629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malposition of essure device location of device: curved in tube" (seriousness criteria medically significant and intervention required) on (B)(6) 2012. The patient's past medical history included genital bleeding (not recovered prior to essure), cramp in lower abdomen (not recovered prior to essure), anxiety and post-traumatic stress disorder. Concurrent conditions included depression, menorrhagia, migraine, menses irregular, insomnia and sebaceous cyst. Concomitant products included alprazolam (xanax) since 2012, axotal (fioricet), bupropion since 2012, sumatriptan since 2012 and venlafaxine since 2012. On an unknown date, the patient started topamax at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge/vaginal discharge"). In (B)(6) 2012, the patient experienced abnormal weight gain ("extreme weight gain/ weight gain/weight gain/loss/specify: gain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping), dysmenorrhea (cramping)"). The patient was treated with bupropion (wellbutrin), sertraline, ibuprofen, surgery (partial hysterectomy, bilateral salpingectomy with essure removal), surgery (partial hysterectomy, bilateral salpingectomy with essure removal), surgery (ablation), surgery (hysterectomy (partial), bilateral salpingectomy and excision of adhesions on (B)(6) 2015), surgery (excision of adhesions on (B)(6) 2015), alternative therapy (diet and exercise) and alternative therapy (hot pad). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain, pelvic adhesions, autoimmune disorder, menorrhagia, vaginal haemorrhage and abnormal weight gain outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue had resolved. The reporter considered abdominal pain, abnormal weight gain, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic adhesions, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: fatigue, weight gain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.